Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2024, the patient reported symptoms of hypoglycemia and performed a bg check, noting a discrepancy of over 100 mg/dl between readings. At approximately 8:00 p.m., after the patient¿s mother went to lay down the baby, the patient lost consciousness and experienced a seizure. Reported symptoms included loss of consciousness, seizure activity, dizziness, and numbness in the legs. At one point during the event, the patient¿s bg level was recorded as below 50 mg/dl. The patient¿s mother called 911 and administered glucagon. The patient regained consciousness before emergency medical services (ems) arrived. Upon ems assessment, the patient¿s bg measured 91 mg/dl. The patient was transported to the emergency room for evaluation. During the ER visit, the patient received monitoring and underwent several unspecified tests but did not require additional treatment. The patient was discharged the same day. At the time of this report, the patient was stable and feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of over 100 points. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - correction/additional information concomitant medical products - correction h10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.